Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 40 mg/dl, and shaking. Reportedly, customer's carb ratio settings, and basal rates were too high. Customer required assistance from parent to address bg via consumption of carbohydrates. Additionally, customer adjusted pump settings with healthcare provider. The customer was instructed to consult with healthcare provider regarding bg level.